Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the c-clamp on the pb2se blade broke, the fragment was recovered from the surgical site. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that during a surgical procedure, the c-clamp on the pb2se blade broke, the fragment was recovered from the surgical site. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.